Event description:
It was reported that the stent (subject device) was intended to be used in the medical procedure. However, during deployment the physician observed that the distal markers of the stent remained superimposed, and the stent didn't open. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent (subject device) was intended to be used in the medical procedure. However, during deployment the physician observed that the distal markers of the stent remained superimposed, and the stent didn't open. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg - updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. All 3 marker bands were present on both ends of the stent. Deformation was noted to the distal (open cell) end of the stent. The sdw was kinked/bent at approximately 23cm and 34cm from the distal end. A functional evaluation could not be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of 'stent failed/unable to open' could not be replicated as the stent was returned in a deployed state, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that 'after establishing the access system, the physician deployed the subject stent from the microcatheter. However, upon withdrawing the microcatheter, the physician observed that the distal markers of the stent remained superimposed, indicating that the stent had not opened. An attempt was made to advance the microcatheter again and then withdraw it, but the distal markers of the stent still remained superimposed, and the stent failed to open. After several unsuccessful attempts, the physician withdrew the stent and replaced it with another stent of the same model, which was successfully deployed, and the procedure was completed'. In the follow-up good faith effort responses the user stated that there was no damage noted to the stent or the stent delivery wire (sdw) prior to use. A product condition update was provided stating that 'the stent will be returned with condition of deployed but it was not deployed prematurely during the procedure inside patient's body'. The stent was returned for analysis in a deployed condition which is aligned with the product condition update provided by the user. The distal end of the stent was noted to be deformed. All 3 marker bands were present on both end of the stent. However, the deformation noted to the distal end of the stent had moved the 3 marker bands out of their usual position. Note: when the stent is being loaded in through the distal opening of the introducer sheath, it is inspected for damage. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was noted to be significantly kinked/bent at towards the distal end of the wire. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement of the introducer sheath). The user may experience resistance while attempting to advance the stent through the microcatheter. If the stent is successfully advanced to the distal tip of the microcatheter, the user may experience further difficulties when attempting to deploy the stent. This is one possible explanation to explain the analysis findings and event description. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the 'as reported' ¿'stent failed/unable to open¿ and 'as analyzed' ¿stent deployed prematurely during preparation¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ events as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.